Manufacturer narrative:
The investigation was completed on (B)(6) 2024. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31280273l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. A pericardial effusion was noted post procedure. The patient had no visible symptoms and the pericardial effusion was noticed and confirmed during a routine post-procedure check with intracardiac echocardiography (ice) catheter. The pericardial effusion was 1 cm deep. The medical intervention provided was a pericardiocentesis and that about 400 ccs of blood was removed. The patient was reported to be in stable condition. Additional information was received. The physician's opinion on the cause of this adverse event is procedure. No transseptal puncture was performed, a retrograde approach to left ventricle (lv) was performed. Ablation in the lv was performed prior to noting the pericardial effusion. There was no evidence of a steam pop. Correct catheter settings were selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. The patient fully recovered but required extended hospitalization.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).